Event description:
International complaint coordinator reports one incident of pt reaction with the psn 120 dialyzer. Thirty mins into treatment, pt experienced "face heat, anxiety, and thoracic pain". Symptoms abated after pt was removed from the dialyzer. Treatment was continued with a ca 210 dialyzer and completed without further incident. No further info provided at this time.